Event description:
Supplemental report is being submitted due to the completion of the investigation. Lim et al 2014 (geenen ps) - "acute acalculous cholecystitis without cholangitis as a complication of endoscopic snare papillectomy for ampullary adenoma". Off-label use prophylactic use of the 5fr 3cm geenen pancreatic stents. Under conscious sedation with midazolam and meperidine,the lesion was approached with side-viewing scope (olympus tjf-260v, tokyo, japan). After injection of normal saline and epinephrine mixture in the submucosal layer, esp was performed successfully (fig. 1) followed by insertion of a pancreatic duct stent (5fr, 3 cm, cook geenen¿ pancreatic stent, limerick, ireland). In this step, guide-wire was inserted into the common bile duct and a possibility of guide-wire insertion into cystic duct could not be excluded. Total procedure time was less than 40 minutes. Complications such as major bleeding and/or perforation were not observed. Adenoma with low grade dysplasia was confirmed histopathologically and the margin was clear. Conservative management with intravenous fluid administration and nil per os was maintained. No adverse effects to the patient as a result of the off-label use.

Manufacturer narrative:
The geenen pancreatic stent of unknown lot number and rpn involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was opened for the off-label use of the geenen pancreatic stent. As the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all geenen pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this procedure is not a stated use as per the IFU and therefore has not being tested in a clinical setting. A definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use in this case prophylactic use of the device. It can result in outcomes that were never intended to happen and were never studied. One patient, a 52 year old male, was involved in this study where a geenen pancreatic stent was inserted after endoscopic snare papillectomy (esp) to prevent post-procedural pancreatitis, this is regarded as off label use as the device was used prophylactically. According to our clinical adviser the acute acalculous cholecystitis was due to mechanical injury to the cystic duct during guide-wire insertion might have affected the development of aac in this case. It was not stent related complication. Complaint is based on customer testimony. According to the information reported there was no adverse effects to the patient as a result of the off-label use. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Lim et al 2014 (geenen ps), 'acute acalculous cholecystitis without cholangitis as a complication of endoscopic snare papillectomy for ampullary adenoma'. Off-label use prophylactic use of the 5fr 3cm geenen pancreatic stents. Under conscious sedation with midazolam and meperidine,the lesion was approached with side-viewing scope (olympus tjf-260v, tokyo, japan). After injection of normal saline and epinephrine mixture in the submucosal layer, esp was performed successfully (fig. Followed by insertion of a pancreatic duct stent (5fr, 3 cm, cook geenen¿ pancreatic stent, limerick, ireland). In this step, guide-wire was inserted into the common bile duct and a possibility of guide-wire insertion into cystic duct could not be excluded. Total procedure time was less than 40 minutes. Complications such as major bleeding and/or perforation were not observed. Adenoma with low grade dysplasia was confirmed histopathologically and the margin was clear. Conservative management with intravenous fluid administration and nil per os was maintained. No adverse effects to the patient as a result of the off-label use.